Event description:
It was reported that the syringe flange on the sterile flush was cracked.

Manufacturer narrative:
It was reported that the syringe flange on the sterile flush was cracked. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported issue. If additional relevant information becomes available a supplemental medwatch will be filed.